Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue with the system monitor was confirmed. A review of the downloaded event log file spanned approximately 6 days ((B)(6) 2023 per time stamp). There were no relevant alarms in the log file associated with power cable damage. System controller, serial (B)(6), was returned for analysis. The controller returned with no communication with the monitor. The cable jacket and shielding of the white power cable was stripped. A severed orange transmission communication wire was found. This is consistent with wire fatigue due to repetitive flexing of the cables. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed transmission communication wire in the white power cable that occurred due to wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient controller was unable to connect to monitor. Multiple patient cables, power modules, monitors, and bluetooth adapters were swapped without resolution. That resolved after swapping the controller.

Manufacturer narrative:
Reporter contact phone number: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.